Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history has not been reviewed because the lot number is not known. A two-year review of complaint history revealed there has been a total of 35 complaints, regarding 40 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) . Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward ¿cervical¿ cup; the back or vaginal cup; the locking assembly with thumb screw; the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a was being used during an unknown procedure on an unknown date when it was reported ¿vcare handles have broke free during surgery¿. There was no report of injury, medical intervention, or hospitalization for the patient. The sales representative advised that no further information was available for this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.